Event description:
A nurse reported three devices had detached cannulas. The devices were not used. There was no patient impact associated with this report. This is the first of three medical device reports being filed for this report.

Manufacturer narrative:
All syringes were visually inspected after filling. Non-conforming syringes were rejected. A functionality test was performed on retention samples; retention samples met specifications. One other facility has reported a similar complaint in this lot of product. Investigation of the returned sample including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The proper device assembly procedure per the directions for use (dfu) was reviewed with the facility nurse. The nurse agreed to follow-up with the staff at the facility regarding the assembly procedures as described in the dfu. Additional information was requested on 08/12/2008, 08/18/2008 and 08/20/2008 by phone and mail.